Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a failure of the device's nurse call connector was observed. The device's interface board was replaced due to broken rj9 connector.